Event description:
Litigation alleges that the patient suffers from pain in hip and leg, as well as difficulty ambulating. It is also alleged that the patient suffers from metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot code 2334984. A search of the complaint database search finds one additional reported incident against lot code 2346513 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain in hip and leg, as well as difficulty ambulating. It is also alleged that the patient suffers from metallosis. **update**12/20/2012- pfs and medical records were received from legal. Part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 10/03/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported,the pfs reports elevated metal ion levels, but metal ion levels provided were at non-reportable levels. The patient was revised to address infection 7 years after primary implantation. Head and liner were exchanged and antibiotic beads placed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and sticker sheets received. There are no new allegations reported. Added dor. Updated patient's initial, lawyer, and lot number of stem. Doi: (B)(6) 2007 - dor: (B)(6) 2014 (left hip).